Manufacturer narrative:
To date, information suggests that this ra lead will not be returned. It has been surgically abandoned. No further information is expected at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead did fracture at the patient's clavicle. This was noted during a routine device changeout. There were no reported adverse patient effects associated with this clinical observation.